Manufacturer narrative:
The customer's report of a leak at the texium connector was confirmed. Visual inspection of the set showed no obvious damages or issues with any of the components. Functional and pressure testing confirmed leaking at the bonded engagement of the distal male luer and texium component. The root cause was identified as a manufacturing issue related to an isolated operator error.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17016823 is 10885403240959. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported on (B)(6) 2017 at 0157 a primary infusion of etoposide was initiated at an unspecified rate at 228 patient felt something wet on his wrist the clinician assessed the IV site and noted that the texium connector was leaking. The infusion was stopped at 0229 and the chemotherapy and tubing was taken down. Approximately 221 ml had infused with 35mins. Remaining on the infusion. There was no report of patient harm.